Event description:
Following an unplanned power outage, a customer reported that the cdt lan went down, resulting in a loss of monitoring and inability to re-admit telemetry pts. The customer reportedly did not use a ups (uninterruptible power supply) for the cdt lan. Approximately, 2 or 3 pts were being monitored at the time. No death or serious injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.